Event description:
It was reported by dealer that the trsx5 wheel chair is in a facility, and the left front caster is veering to the left. Dealer stated they saw the chair but the end user was in it. Dealer is going back to inspect the chair, they do not know if it is the caster, fork or side frame causing the issue. Dealer will call back. Dealer called back (B)(6) 2015: the dealer states that the chair is pulling to the left. The techs have checked the wheels and the bearings and everything is rolling smoothly. The techs have also checked the frame and measured it as well and it is flush with no bends or damage. Our techs advised to swap the drive wheels and the casters from side to side, and if nothing the entire chair would need to be returned per ken. The dealer has no further information to provide.